Event description:
Nurse was performing routine check on monitor/defibrillator with unit plugged in to 110. When unit was discharged, it arced back through the paddles & body of the unit with sparks. Employee received a "slight" shock. Bio-med was contacted & returned unit for service & repairs. Arc burns can be found on multiple locations of paddles & housing units of the paddles.